Event description:
See initial report.

Manufacturer narrative:
H.10: based on the investigation performed for similar cases the reported error message can be due to: - an occlusion incorrectly adjusted by the user; - foreign object in the pump raceway; - pump defective. No service activity has been scheduled yet for this device. The root cause of the reported event could not be established and remains unknown. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in san (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 mast roller pump gave a motor control failure error message during procedure. There was no report of patient injury.